Event description:
The customer reported the generation of high anion gap with false sodium (na), carbon dioxide (co2) and chloride (cl) patient results on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided initial results for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the probable cause as defective electrodes. The fse replaced the sodium electrode and co2 electrode to resolve the issue. The beckman coulter internal identifier is (B)(4).